Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) shut off without prompt. It was indicated that the output connector assembly was broken, the main printed circuit board (pcb) was out of specification, a display wire was pinched and wire was exposed, and two case screws were contaminated. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during procedure, the external pulse generator (epg) shut off without prompt. It was noted that no procedural delay occurred as a result. The epg was returned for service. No patient complications have been reported as a result of this event.